Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d9, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the video cable section was broken, and therefore, the light transmission was lost or too low. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was not established, and the investigation findings did not conclude the cause of the reported adverse event. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope had an image issue. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image issue. There were no reports of patient involvement.